Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation since the january 2018 due to failure to recharge their scs system due around that same timeframe. Reportedly, the ipg would no longer communicate with the charger and the patient programmer displayed an error message. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, therapy was restored and the issue resolved.